Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the cgm reading was 400 mg/dl and the bg reading was 85 mg/dl. The patient went to the emergency room with a relative. At that time the patient was sweating and experienced headaches. At the hospital the patient was advise by the nurse to remove the sensor and there was no bg reading performed. They treated the patient with IV medication. The patient was discharged the same day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.